Event description:
It was reported to boston scientific corporation that the patient was implanted with a protegen repliform synthetic mesh during a procedure on (B)(6), 1997. A vesica standard sling kit was also implanted during this procedure. Associated manufacturer report 3005099803-2012-01539 pertains to the other device. Post-implantation, the patient presented with pain on (B)(6), 1998. The patient also presented with vaginal bleeding and mesh erosion (specifics and date/s of onset unknown). The patient underwent a sling removal procedure on (B)(6), 2000, where the vesica sling was completely explanted. There were no complications during this procedure. Reportedly, the patient has not returned to the physician since the explantation. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a protegen repliform synthetic mesh during a procedure on (B)(6), 1997. A vesica standard sling kit was also implanted during this procedure. Associated manufacturer report 3005099803-2012-01539 pertains to the other device. Post-implantation, the patient presented with pain on (B)(6), 1998. The patient also presented with vaginal bleeding and mesh erosion (specifics and date/s of onset unknown). The patient underwent a sling removal procedure on (B)(6), 2000, where the vesica sling was completely explanted. There were no complications during this procedure. Reportedly, the patient has not returned to the physician since the explantation. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Event description:
It was reported to boston scientific corporation that the patient was implanted with a protegen repliform synthetic mesh during a procedure on (B)(6) 1997. A vesica standard sling kit was also implanted during this procedure. Associated manufacturer report 3005099803-2012-01539 pertains to the other device. Post-implantation, the patient presented with pain on (B)(6)1998. The patient also presented with vaginal bleeding and mesh erosion (specifics and date/s of onset unknown). The patient underwent a sling removal procedure on (B)(6) 2000, where the vesica sling was completely explanted. There were no complications during this procedure. Reportedly, the patient has not returned to the physician since the explantation. All other information, including the patient's current condition, is unknown and reportedly unavailable.

Manufacturer narrative:
(B)(4).